Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that thy experienced the hyperglycemia. The customer's blood glucose level was 384 mg/dl. The customer stated that insulin pump was not delivering the bolus. The customer declined the trouble shoot for the high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.